Event description:
Procedure type: inguinal hernia repair: according to the reporter: there was a tear seen by the surgeon and balloon would not inflate. It evidently had a hole in it that would not allow it to blow up. Another device was used to correct the issue. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Product did not break inside the patient and no surgical intervention was required.

Manufacturer narrative:
(B)(4).